Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build.

Event description:
Int'l. ((B)(4)) complaint received reporting leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports on (B)(6) start of the third dialysis session, attending clinician removed/replaced tego connectors due to "blood leaking.." . There were no reported adverse patient consequences.

Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Device return: one (1) used d1000 tego connector was returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connector no obvious component anomalies. Engineering testing and analysis to the applicable product specification was performed. The results recorded the tego connector passed the acceptance criteria, there were no leakages replicated. Findings: the reported product issue was not replicated and or confirmed.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports on (B)(6) start of the third dialysis session, attending clinician removed/replaced tego connectors due to "blood leaking..". There were no reported adverse patient consequences. This is the mfgers. Follow up report to provide additional information and device return investigation findings.